Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that that the patient was hospitalized for approximately three days for hyperglycemia and loss of consciousness on an unspecified date. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod. According to the patient, they had recently undergone thumb surgery and was prescribed a medication, resulting in drowsiness. The patient stated that the pod may have expired and was too tired to replace it. As a result, the patient may have gone multiple days without insulin delivery. The patient was diagnosed with diabetic ketoacidosis (dka). Treatment during hospitalization were not reported. The date of hospital discharge was not provided.